Event description:
I am a registered nurse working for the county school. There are approximately 150 school nurses in our district - in the school setting, we have students who may experience a potentially severe reaction if exposed to peanuts, bee stings, etc. Some of them have epi-pens in the health offices that contain epinephrine. A few years ago, we received a twinject auto-injector demonstrator. It is a demonstrator used to learn how to give medication from a new type of epi-pen that can deliver 2 doses if needed. Once the first dose is given with the auto-injector, the nurse is to get the second dose ready if ordered by the doctor. In getting the second dose ready, the nurse is exposed to the already used needle from the first dose. In order to get this dose ready, you must unscrew a cap that is around the used needle "beware of the exposed needle", pull the syringe from the barrel, slide the collar off the plunger, and inject it into the thigh. For disposal "if this were a real auto-injector, you would bend the needle back against a hard surface, and then put the syringe, needle first, into the case." I am very concerned about this product, and that I am directly exposed to a used needle. I have contacted the company, who answered that the 2nd dose would only be given if needed. They did not address my main concern, being exposed to a used needle, putting me at high risk for exposure to possible contaminated blood. I have searched online and reviewed information from osha regarding not reusing needles or recapping them, keeping employees safe at work, etc. Can you please advise me of any additional steps I can take in having this product reviewed and evaluated for safety? I understand that this product is also used by family members and they may not have the same concerns as I do. As a nurse and employee, I have the right to work in a safe environment with safe products, and still do my job as a school nurse helping students in an emergency situation. Any help you can provide will be greatly appreciated. Thank you, diagnosis: life-threatening allergic reaction.